Event description:
Medtronic received information that during use of a custom tubing pack, the customer observed that the one way valve on the green suction line m446920b failed midway through the case and started leaking blood. Approximately 100 ml of blood was lost due to the leak, and no blood transfusion was required. The one way valve was changed so the could still use the green suction line. There was no reported patient impact associated with this event. Additional information: the customer thinks the leak was coming from the connection of tubing to the one way valve housing. The suction was on low throughout the case (200-400ml/min) and there wasn't any periods of aggressive suction. There was no blood transfusion required and the small blood loss had no impact on the patient.

Manufacturer narrative:
Device evaluation summary: upon receipt in our quality analysis lab, visual inspection shows evidence of bone wax. The device had a test mark, which confirmed the vrv was tested prior to distribution. With the valve installed into the circuit with the pump not engaged the device was observed leaking from the umbrella valve location. The positive umbrella valve was removed and there is evidence of damage/tear on the sealing surface. Reason for return was confirmed. Conclusion: the complaint can be confirmed for a leakage in a vrv valve. Performed device history check on 05 july 2021, no anomalies detected. Product analysis confirmed the valve start leaking during use and had a damaged/ teared positive umbrella valve. This is a supplier related issue. Supplier has been contacted and informed on the event. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.